Event description:
It was initially reported by the eye care professional that the pt experienced a hole in her left eye cornea following contact lens wear. The eye care professional reported that the pt infrequently wore the daily wear contact lenses she purchased in 2009. Add'l info received on (B)(6) 2010 from the eye care professional stated that the pt experienced one 0.5mm x 0.5mm shallow peripheral corneal ulcer in her left eye with one 0.7mm x 0.7mm peripheral infiltrate. The eye care professional reported moderate <50% corneal staining, 20/20 before correction visual acuity prior to the event. The pt experienced moderate pain, moderate redness. The pt was treated with zymar and lotemax. The pt was examined during a follow-up appointment on (B)(6) 2010 with resolution. Add'l info received on (B)(6) 2010 from the eye care professional stated that the consumer has resumed contact lens wear and no further documentation has been recorded for the consumer since the last visit. Add'l info received on (B)(6) 2010 from the eye care professional stated that event had resolved without further treatment or incident.

Manufacturer narrative:
The device has been received by the MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).